Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 500cc saline breast prostheses when the left breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade ii) in her right breast. As a result, the patient underwent unilateral explantation and replacement with a mentor smooth round moderate plus profile 500cc saline breast prosthesis on (B)(6) 2018. The patient did not have the right breast prosthesis explanted. During explantation surgery, it was observed that the patient had developed capsular contracture (baker grade iii) in her left breast. This medwatch report is for the right breast prosthesis.